Event description:
Pt with recurrent chest pain had iab inserted and inflated. A helium leak was discovered in the balloon material. The initial balloon was removed and replaced with a second iab. MFR was notified and iab was sent to MFR for testing. Pt tolerated the procedure well.